Event description:
It was reported that the 6800 system locked up and would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator control board was cleaned and re-seated during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.